Manufacturer narrative:
Correction to field: h3 was initially submitted as yes. However, the initial h3 should state no since the device evaluation was anticipated, but not yet begun. The device was returned to repair facility for evaluation and the customer's allegation was not confirmed. The device evaluation found, scope mount corrosion, corrosion of free lock lever, striking at the electrical contact point and connector cracks. Based on the results of the investigation, the most probable cause is cause linked to device but unable to trace more specifically. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a loose connection. The issue occurred during an unspecified procedure . There were no reports of patient harm.

Manufacturer narrative:
The device was returned, evaluated and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a loose connection. The issue occurred during an unspecified procedure . There were no reports of patient harm.